Event description:
Device failing to push insulin out of set. Was not dropped or exposed to moisture. Also had a problem with high bg's and changed to manual injections. Driver block was moving freely down the leadscrew. Pt using replacement unit and bg's back within normal range.